Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3998, lot# j0425094v, implanted: (B)(6) 2004, product type lead; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3998, lot# j0425094v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported that there may have been a short in the patient¿s leads for his spinal cord stimulation (scs). It was stated that the battery would not hold a charge and was no longer in use. It was noted that the time the battery was last successfully recharged was six months ago.